Manufacturer narrative:
(B) (4). Event eval: still under investigation): dqo catheter, intervascular, diagnostic. Expiration: 03/31/2012. Device has not yet been rec'd for investigation. (B) (6): age of device: 8 months.

Event description:
While repositioning the pt, the hub separated from the catheter. Add'l info was rec'd via email (copy of report sent to FDA) on 11/27/2009: while the pt was repositioned after laying on affected side, a small "pop" sound was heard and the main clear tubing pulled away at the hub from the white chest tubing. The pt-side tubing was clamped with hemostats and the ICU team was notified. The fuhrman pleural pigtail catheter placed to drain a left pleural effusion appeared to have separated at the hub and resulted in a pneumothorax. Pt is okay now.